Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to a high out of range pacing impedance measurement on this right atrial (ra) lead. There was also reportedly oversensing of artifact on the ra channel. The health care provider reportedly planned to program the patient's pacemaker to ventricular only mode when they next presented for follow up. No adverse patient effects were reported. This ra lead and the associated pacemaker remain in service. Additional information was received which reported that the ra lead was fractured. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This report will be updated if additional information becomes available.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to a high out of range pacing impedance measurement on this right atrial (ra) lead. There was also reportedly oversensing of artifact on the ra channel. The health care provider reportedly planned to program the patient's pacemaker to ventricular only mode when they next presented for follow up. No adverse patient effects were reported. This ra lead and the associated pacemaker remain in service.